Event description:
A minimum fill notification was reported by the caller, who was attempting to reload a cartridge with 80 units or more of insulin remaining. There was no adverse impact to the customer's blood glucose level. The caller received instructions to clean the pneumatic tap area on the pump, successfully reloaded the cartridge, and resumed insulin delivery.